Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the cable on the fenestrated bipolar forceps instrument frayed. There was no allegation that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.